Event description:
Unexpected failure on four type two air gas modules with air blowing out of the module in an uncontrolled way. One of the four units was connected to a patient when it failed. There was no patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care, ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.